Event description:
The customer stated hemoglobin values have been running low on patient samples tested on the cell-dyn 1700 analyzer compared to results generated at another laboratory using a cell-dyn 1700. In addition, the customer failed an external proficiency for hemoglobin in 2008. Per abbott customer service recommendations, the customer rinsed the lyse line and replaced the lyse. Diluent was replaced due to low volume. Several patient samples that were previously tested in the morning were retested. One patient with an initial hemoglobin result of 85 g/l (8.5 g/dl) had a retest value of 98 g/l (9.8 g/dl). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Issue with quality control/calibration of instrument. The customer performed a precision run, which passed specifications and then calibrated the open mode with controls. The customer technical advocate (cta) sent the customer a calibrator to properly calibrate the instrument. The customer stated the controls were within range but the values were low. The customer adjusted the hemoglobin factor, ran controls and all were within specification, close to the mean. The cta instructed the customer to use the calibrator to adjust the hemoglobin factor. The account agreed to perform another calibration when the calibrator was received. There was no report of further discrepant patient results. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, under section 10, troubleshooting and diagnostics, provides basic troubleshooting information. Abnormal or imprecise hemoglobin results may be related to maintenance, electrical issues, or sample issues. A review of complaints from (B)(6) 2008 through (B)(6) 2009 did not identify any adverse trends for the cell-dyn 1700 for the complaint issue. Based on the investigation, no product issue was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.